Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid, further described as viscous. The cause of the event was not reported. The patient was hospitalized for the event and was undergoing unspecified treatment. At the time of this report the patient outcome and action with pd therapy were not reported. No additional information is available.